Manufacturer narrative:
It was reported that the patient had the concurrent procedures of hysterectomy and cystoscopy performed during mesh implantation. It was reported that patient underwent mesh repair on (B)(6) 2007. It was reported the patient underwent mesh removal on (B)(6) 2007. It was reported the patient underwent mesh revision on (B)(6) 2008. It was reported the patient underwent mesh revision on 01/15/2009. It was reported the patient underwent mesh revision on (B)(6) 2009. It was reported the patient underwent mesh revision on (B)(6) 2009. It was reported the patient underwent mesh revision on (B)(6) 2009. It was reported the patient underwent anterior cervical decompression cd-6 with decompression of the central spinal canal and exiting nerve roots, anterior cervical arthrodesis, placement of intervertebral device, anterior cervical instrumentation, and aspiration of left anterior superior iliac crest for the purpose of bone grafting on (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.